Event description:
It was reported that a male pt had an occipital bone biopsy exam performed. During the procedure the needle tip broke at the distal end, leaving a 2 mm piece of metal fragment inside the pt's skull. There is no plan to remove the tip at this time. Pt seems okay and the facility is keeping an eye on the fragment.